Event description:
The customer reported disconnection of the primary IV set tubing from the female end of a split septum cannula attached to a PICC line, with bleeding and leakage. There was no report of pt harm and medical intervention was not required. Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.